Event description:
This complaint is now reportable based on the analysis completed on 06/02/2006. It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, the shaft of the 2.50x16 mm taxus liberte drug-eluting stent was found to be kinked. The procedure was completed with another taxus liberte. No patient complications were reported. However, the returned product revealed a shaft fracture.

Manufacturer narrative:
Device analysis confirmed the complaint reported; the hypotube had broken approximately 24 centimeters distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. However, we cannot at this time determine a root cause for the complaint reported. The hypotube may have snapped due to the application of excessive tensile force which may have initially kinked the device and then resulted in the hypotube breaking. It is advised that care should be exercised when removing the delivery system from its protective tubing and that the hypotube should not be bent or kinked during removal. The shop floor paperwork was reviewed, and no anomalies were noted from this review that could correlate to the difficulties that was experienced by the physician during the use of this product.